Event description:
Same case as: 2134265-2009-03263. It was reported that during a coronary stenting treatment procedure, a balloon rupture occurred. The lesion was located in a moderately tortuous distal right coronary artery. A 75% stenosis was observed in the previously placed stent. The in-stent restenosis was treated with balloon angioplasty using a 3. 5x20mm maverick2 balloon. The balloon was inflated to 6 atms and ruptured on the first inflation. The procedure was completed with another device. No pt injuries or complications occurred. Pt's status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).